Manufacturer narrative:
The following fields were updated due to additional information: d.9: device available for evaluation: yes. H.3: device eval by manufacturer? Yes. D.9: returned to manufacturer on: 23-mar-2026. H.1 imdrf annex a grid (1): a150303 - premature separation (2906). Investigation summary: bd received 192 samples and 1 photo for investigation. The photo depicts a device with the safety shield detached. Out of the returned samples, 20 were subjected to visual functional tests to evaluate the locking mechanism and hub/collar separation. The samples passed testing, as there were no signs of device damage or separation during activation of the safety shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 2: it was reported prior to using bd vacutainer® eclipse¿ blood collection needle, the safety shield detached from the needle and a new device was selected. No adverse impact was reported regarding the patient or user.

Event description:
Report 2 of 2. It was reported prior to using bd vacutainer® eclipse¿ blood collection needle, the safety shield detached from the needle and a new device was selected. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1: initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.